Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the air was not working during the fluid air exchange portion of a vitrectomy procedure. The system was exchanged to complete the case. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information: the customer reported that the system exhibited problems with fluid/air exchange (f/ax) during a procedure. The procedure was completed with another system and there was no patient impact. The company representative examined the system and was able to replicate the reported event. The low pressure air source (lpas) was replaced to address the reported event. The system was then tested and met all product specifications. The system was manufactured on january 26, 2000. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lpas; however, how or when the part became nonconforming cannot be determined conclusively. (B)(4).